Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. It was also reported that calibration was performed while the error reading symbol is displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. It was also reported the patient entered bg meter values into the cgm system during periods of signal loss. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 06/13/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.